Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All setscrews moved freely and without issue. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. An is-1 lead was then inserted into the ra port and the terminal pin could be observed in the terminal block. The setscrew was tightened and a tug test was performed confirming that the lead could be secured in the port. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed that this device met all specifications and could not confirm the problems with securing the lead into the ra port.

Event description:
Boston scientific received information that during the attempted implant of this pacemaker, the terminal pin of this non-boston scientific right atrial (ra) lead was unable to be secured in the header after the setscrew was tightened. Several attempts were made to re-connect the ra lead, but the terminal pin was still not secured in the port after the setscrew was engaged. This device was replaced with a competitor product and returned for laboratory analysis. No adverse patient effects were reported.